Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter. Product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. B1. Adv evnt/prod prob was updated/corrected to adverse event and product problem. H6. Correction: patient code: e2403 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported the patient was discharged from the emergency department (ed) and referred to neurosurgeon for consult. It was noted the catheter migrated out of the spinal canal and doctor explanted the pump on (B)(6) 2024. The cause of the fluid in the pocket was cerebrospinal fluid (csf). Actions/interventions taken to resolve the coiled catheter/catheter disconnect included surgery/explant. The fluid in the pocket and catheter issues resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) stated that there was cerebrospinal fluid leak.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), implanted: (B)(6) 2022, product type: catheter; product ID: 8596sc, lot/serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-jul-2024, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 07-jul-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient showed up in the emergency room (ER) with a small golf ball size lump over their spinal incision. The imaging showed that the catheter was coiled outside the spinal canal. However, the patient did not have withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubelshooting: discussed with the ER physician the daily flow rate was 0.15ml / day and the amount of fluid collecting in the pocket was much more. They believe possibly cerebrospinal fluid (csf) tracking from the catheter entry point into the subarachnoid space after the catheter pulled out. Action/intervention: the ER physician discharged the patient and instructed them to come back if they experienced signs of withdrawal. The patient will follow up with managing pump physician. Outcome: the issue was not resolved. The hcp has no further information for medtronic. The patient weight was unknown. The patient medical history was chronic pain. The patient was alive and no injury. Additional information was from a consumer (con) stated that the pump was shut off due to the catheter being disconnected. The technical service (ts) provided passcode.